Event description:
It was reported that battery has low power.

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the battery showed no damages. Reported problem was confirmed. The battery failed testing and will be scrapped. Probable cause for battery failing could be due to aging (manufactured in october 2009 or improper battery maintenance. The calendar age of the battery is greater than 2 years. The product labeling instructs that the useful life of each autopulse battery is between 2-4 years. As with all batteries, the (B)(4) battery chemistry has a finite calender life. Within the 2-4 year life range, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Battery serial number (B)(4) was received and serviced on (B)(4) 2012. The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained for this battery was "22" cycles. If proper battery management had been followed, the expected number of test cycles would be "37". Not following the recommended battery maintenance may result in faster aging. This lack of test cycles may have contributed to the battery end of life. No adverse event was reported.